Event description:
During the leadless pacemaker (lp) system implant procedure, as the delivery catheter and the right ventricular (rv) lp advanced into the ventricle the patient began experiencing ventricular tachycardia (vt). External defibrillation was provided to resolve the vt. The lp was successfully implanted. The patient was in stable condition.